Event description:
The customer's mother reported via phone call that the customer had an unexpected restart alarm and a motor error alarm on the insulin pump. Caller stated that the customer has been receiving the alarms for up to a year. Customer had another illness that was not related to diabetes and she was hospitalized back in (B)(6) due to ketones that were present. Caller stated that the pump was not stored or not in use for an extended period of time. Caller stated that the multiple unexpected restart alarms have contributed to the motor error alarm. Customer does not use the sensor feature on the pump. Caller stated that they are able to complete the rewind sequence. Customer also had a motor position encoder alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.